Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported a preloaded intraocular lens (iol) that compromised the capsular bag during a demo, and was removed by being cut out of the eye. Surgery was completed with a new lens. Additional information was requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The product investigation could not identify a root cause. No information was provided for how the product may have caused or contributed to the reported event. (B)(4).